Event description:
It was reported that the pt experienced an increase in pain intensity. The pt had a catheter revision (repositioning) performed on (B)(6)2010. The pt resolved without sequelae. No further details were provided at the time of this report. It was noted that the pt's pump operated in a simple continuous infusion mode. The medications contained in the pump were : bupivicaine 40 mg/ml, 11.999 mg/day; hydromorphone 2 mg/ml; and compounded baclofen 750 mcg/ml.

Manufacturer narrative:
(B)(4)